Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that the right ventricular (rv) lead of the patient's implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shocking impedance, up to 144 ohms. The impedance had been gradually increasing over the past year. The device programming was adjusted to increase the shocking lead impedance upper limit alert and it was planned to evaluate the patient more frequently in clinic to monitor the situation. No adverse patient effects were reported and the rv lead remains in service.